Event description:
It was reported that there was a defect in the bd safetyglide¿ needle.

Manufacturer narrative:
Correction: this complaint is for a defect in the needle as there was no report of plunger movement difficulty. Defect in the needle is not a reportable malfunction.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with plunger would not move when injecting.